Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt's outflow graft was exchanged. The hospital stated that the pump was making a strange noise. It was reported that the pt may have been symptomatic, but the hospital was unable to provide details.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. The outflow graft was returned to the manufacturer for evaluation and is currently bein analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The patient remains ongoing on lvad support. The sealed outflow graft and the sealed outflow graft bend relief were returned. Examination of the sealed outflow graft material revealed a tear adjacent to the graft attachment. Although it could not be confirmed, this tear appeared consistent with the bend relief detaching from the sealed outflow graft attachment and abrading against the outflow graft. The manufacturer issued a medical device correction notice (2916596-2/24/12-001-c) on february 23, 2012 in response to reports of disconnection of the bend relief from the sealed outflow graft. We introduced the sealed outflow graft bend relief collar (sobr collar) to secure the bend relief to the sealed outflow graft and increase the assembly¿s resistance to forces that would tend to dislodge the bend relief. The patient was implanted before the medical device correction notice was provided to customers. This design modification was approved in a PMA supplement and was implemented. The manufacturer¿s instructions for use was updated. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.